Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that their adc device had high and low glucose readings. It is unknown whether the customer noted a trend arrow on the device. The customer confirmed that their adc device was listed in the recall letter. There was no report of adverse heath impact and any self or third-party medical treatment. Adc customer service attempted to contact the customer however they were at work at the time and could not complete the troubleshooting. The customer then called back and reported this concern. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. There was 1 additional sensor reported (unknown) and has been captured under this submission. This is 1 of 2 MDR submission. Reference#: mw5184079. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.